Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high defibrillation threshold. This device was explanted, and a new device was implanted successfully. No additional adverse patient effects were reported.